Event description:
It was reported that the end of the unit caught on fire during a davinci robot assisted hysterectomy. It was further reported that the unit was old. There were no reports of any adverse consequences.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.